Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after completion of treatment cardiosave iabp (intra-aortic balloon pump) had automatic filling error. There was no injury or harm reported to the patient.

Manufacturer narrative:
Due to character limitation in e1, full event site address: (B)(6) hospital. Updated: b4, d9, e2, e3, e4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected field: e1 (event site name). A getinge field service engineer (fse) was dispatched for evaluation. Caused by heparin contamination. Fse was unable to perform all-manufold test, the fill manufold drive. It seems that the solenoid valve of the fill manifold is broken and solenoid valve was leaking. Replacing the fill manifold drive and resolved the issue. The following investigation was performed by, technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Received helium reservoir assembly with a reported unit failure of heparin mixed in, in which an automatic refill error occurred. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed helium reservoir assembly into the cardiosave test fixture and tested the helium reservoir to factory specifications per procedure and the cardiosave service manual. The fat dept. Attempted to perform an all manifold test to test the helium reservoir assembly, however the test would not start. Probable cause of this failure was the intrusion of heparin into the helium reservoir. The helium reservoir failed testing. Retaining the helium reservoir in the fat dept. Per procedure.